Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event, information received through a literature review. This information was obtained through literature review; therefore, the device was not available for return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: nitinol clip distal migration and resultant popliteo-tibial artery occlusion complicating access closure by the starclose se vascular closure system.

Event description:
Literature received via email: "nitinol clip distal migration and resultant popliteo-tibial artery occlusion complicating access closure by the starclose se vascular closure system." It was reported that an arteriotomy closure of a right femoral artery was completed using a starclose se device after an endovascular coil embolization interventional procedure. Reportedly, two days after the procedure critical ischemia occurred in the right lower leg due to total occlusion of the popliteo-tibial artery. Surgical embolectomy was performed and the starclose se clip was removed from the lumen of the tibioperoneal trunk. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported experience could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.